Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000310408 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (4.3mm) failed to eject from the delivery tube. Procedure was completed with a new device. No harm to patient was reported.

Manufacturer narrative:
Tw ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.